Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that symptomatic patient presented in the emergency room with complaints of dyspnea. Externalized conductors and noise were observed. The lead was capped and replaced. Patient condition was stable.